Event description:
During a laparoscopic case, the esu failed x2. Screen went grey, monitor reset itself twice, outlet was changed. Device was plugged into a red outlet. No patient harm. Biomed department evaluated product. Service report provided. Could not replicate.